Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shuts down during cases. Additional information was received reporting a system advisory also displayed. The system was switched out to complete surgery.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the wireless assembly module and the fluidics controller, then found the system to meet specifications. After a few days, the company representative returned to the facility. The company representative then replaced the cabling and printed circuit board (pcb) multi-functional in/output (mfio) then found the system to meet specifications. The system was manufactured on september 22, 2016. Based on qa assessment, the product met specifications at the time of release. The company representative replaced multiple parts to address the reported event, it remains inconclusive which of these parts may or may not have contributed to the reported events. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).